Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported by the physician that the patient showed high lead impedance and is being referred for a full revision surgery. No additional information was provided. Good faith attempts to obtain additional information have been unsuccessful till date.